Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) found that magnet strip was out and replaced the drawer in the main 5.2 to resolve the issue. The fse configured drawer 5.1 and 5.2 in the main and tested the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced malfunction with the main drawer 5.2 and 6 during the medication retrieval. This hindered users from accessing the medication, and there was delay. There were no adverse events or injuries reported based on this event.